Manufacturer narrative:
This is the same event as 3010536692-2016-00523, 3010536692-2016-00524. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to aseptic tibial component loosening tibia, instability, component mal-alignment, and wear of the polyethylene insert (right). Age at primary: (B)(6). Primary asa: p2 - mild disease not incapacitating. Revision njr index no: (B)(4).